Event description:
It was reported that while the arm was being set up, the surgeon was turning the black knob to lock it and it made a loud pop. The arm would not tighten after that. The surgeon was able to make the arm work for the surgery without delay or impact to the patient.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. This report is relaying additional information. Device evaluation: visual inspection revealed no signs of damage. A functional test was performed by attempting to tighten the arm by turning the black knob and found that it is frozen. Potential cause this event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to applying excessive forces during previous tightening, which could cause damage to the internal mechanisms, preventing further use. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that while the arm was being set up, the surgeon was turning the black knob to lock it and it made a loud pop. The arm would not tighten after that. The surgeon was able to make the arm work for the surgery without delay or impact to the patient.